Event description:
It was reported that the shaft broke. A solent omni angiojet catheter was selected for use for a procedure in the right lower limb. During preparation, the catheter was removed from the packaging and the shaft was found to be broken. Another solent omni catheter was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Visual inspection revealed that there was a kink in the effluent line and the supply line was broken at the same location, which was 117.5cm proximal of the custom barb connected to the snapfit adapter. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the shaft broke. A solent omni angiojet catheter was selected for use for a procedure in the right lower limb. During preparation, the catheter was removed from the packaging and the shaft was found to be broken. Another solent omni catheter was used to complete the procedure. There were no patient complications reported.